Event description:
Reporter was prescribed tresiba the first week of (B)(6) 2020. He was using the insulin for approximately 10 weeks then he experiences an episode of difficulty breathing. Patient discontinued tresiba and has not had any other reactions. Reporter also has a pacemaker that was not functioning properly for several weeks (would drop his heartrate down to 40 even when it was set at 70) and he believes this was related to the tresiba. Patient has a history of allergic type reactions to synthetic insulins.